Manufacturer narrative:
.

Event description:
During electro-hydraulic lithotripsy for a bladder tumor and stone, the tip of an ehl probe came off. The patient reportedly received a shock or a nerve spasm in the legs, but no post-operative problems occurred. It was stated that the loose tip of the device was apparently irrigated out of the patient.